Manufacturer narrative:
Citation: shah rr et al. Anchor balloon, buddy wire, and wire and sheath techniques to deploy percutaneous pulmonary valves in tetralogy of fallot patients. Catheter cardiovasc interv. 2017 mar 17. Doi: 10.1002/ccd.27022. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with a past medical history of a tetralogy of fallot (tof) and pulmonary atresia with multiple aortopulmonary collaterals who previously underwent bilateral blalock¿taussig (bt) shunts and subsequent tof repair. Three years after the implant of a medtronic melody transcatheter bioprosthetic pulmonary valve, that had been implanted into a non medtronic stent, (serial number not provided) a transesophageal echocardiogram (tee) indicated pulmonary stenosis, regurgitation and increased gradient measurements (35 mmhg). Fluoroscopy indicated a stent fracture of both the valve and the stent. Subsequently, a non medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects or product performance issues were reported.